Event description:
Peg tube placement procedure was done on patient in ICU 3rd floor. During case as doctor was pulling tube (actual peg tube piece) through the incision he had made it broke. Doctor went back in and was able to retrieve tube. Then he successfully put another peg tube in place.